Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient visited ER and eventually hospitalised due to high blood glucose level on (B)(6) 2024 for couple of hours. The blood glucose level was 585 mg/dl. No further information available.